Event description:
Customer's wife reports customer tested with blood glucose result of 357 mg/dl with low blood glucose symptoms while using the advantage system. Wife stated strips were expired, sometime in 2007. Wife states customer self treated by taking extra medicine and started to feel a little bit better. Wife reports customer took himself to the urgent care center at the time he was still feeling low, they tested on facility's meter with a result of 80 mg/dl; treated customer by giving him a few sugar pills. Wife doesn't remember how many. Wife reports customer started to feel better 1 hour later. A request was made for return of the suspect product and a replacement sent.